Event description:
It was reported that during a procedure to treat a bifurcation in the left internal carotid, a 6x8x40 rx acculink carotid stent system could not advance over a non-abbott guide wire. The rx acculink carotid stent system did not enter the patient anatomy and was removed from the guide wire without resistance. A new same size rx acculink stent was advanced over the same non-abbott guide wire and implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the entire length of the tip was torn. Additional reported information indicates the only information received from the site was that the guide wire did not advance through the device. Once it was put in the bag it was never opened by the site again and no one knows if it could have happened after packaging.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was confirmed as the tip, inner member, and markers were noted to be damaged. The entire length of the tip was torn. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.